Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured after implantation. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/06/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/08/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 09/08/2018, mentor received additional information about the event: it was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Rupture was reported for both breasts. This medwatch report is for the left breast prosthesis. A separate medwatch report will be submitted for the rupture of the right breast prosthesis, which is a mentor memorygel breast implant 550cc gel breast prosthesis, catalog # 3505501bc, serial # (B)(4). Patient¿s explanted devices were replaced with mentor memorygel breast implant 600cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/01/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. White material and gel were observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Additional crease was found on the anterior view of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).